Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump turned off, randomly, approximately one week ago. The customer's blood glucose, at the time of the incident, was unknown. The alarm history could not be reviewed due to unresponsive buttons. The customer stated that the insulin pump did not alarm low battery prior to the off no power alert. The customer was asked to insert a new battery into the insulin pump, after which the device seemed to work properly. But, the device alarmed failed battery test, the day prior to the phone call. Troubleshooting was performed. At the time of the incident, the customer's blood glucose was unknown. The customer was advised to check the battery compartment and the battery cap for damages and corrosion, but the customer did not want to remove the battery cap or the battery that was already in the insulin pump. The customer was advised that the insulin pump would be replaced due to the keypad anomaly. Nothing further was reported.